Manufacturer narrative:
The reported event was confirmed through archive data review and evaluation of the autopulse platform (sn (B)(4) ). Review of the archive data confirmed the occurrence of the ua 16 and ua 23 (compression will exceed 3 revolutions) error messages. These issues are what the user likely observed during the event. This confirms the customer reported event. The platform was functionally tested and during initial take up, displayed a (ua) 16 (timeout moving to take-up position) error message which was attributed to a seized brake gap. The root cause of the ua 16 and ua 23 error message is due to this observed issue. After the brake gap was unseized and ensuring that it is within specification, the platform was further functionally tested including the load characterization check and passed all final specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial (B)(4).

Manufacturer narrative:
Zoll has not yet received the autopulse platform for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The autopulse platform displayed an unspecified user advisory error message. The issue occured during routine check, no patient involvement.